Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to display a "defib pad short" message when connected to the multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will providing a f/u report when our investigation is completed.